Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204af-75 was received for investigation. Attempts at functional testing identified that the actuating mechanism would not flip the cutting tip as intended. Further visual inspection identified that the actuator tube had broken at the weld with the handle. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that during an all-inside anterior cruciate ligament surgery the device could not be folded again after drilling. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.